Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 500 mg/dl and low blood glucose of 38 mg/dl. Customer treated with food. Customer was not sure of reason for blood glucose fluctuation. Customer's blood glucose was 144 mg/dl at the time of call. During troubleshooting for high blood glucose, it was found that time and date were incorrect. Customer would call back to perform high pressure when it was time to change set. Customer was going to the emergency room.